Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint that the introducer was difficult to insert was confirmed, but the cause could not be determined. One 4.5fr x 7cm microintroducer was returned for investigation. The dilator was received within the sheath. The sheath and dilator were bent 1cm distal to the molded pull tabs. A 3 mm longitudinal split was observed at the distal end of the sheath. A microscopic examination revealed deformation from what appears to be crumpling at the distal end of the sheath. The length of the sheath and the outside diameter of the dilator were within specification. Since damage was observed at the distal end of the sheath, the reported complaint was confirmed; however, there was insufficient evidence to determine the root cause of the observed damage. A lot history review (lhr) of reex3437 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (reex3437) have been reported from the same facility in (B)(6).

Event description:
It was reported that patient underwent PICC placement under ultrasound on (B)(6) 2021. The operator opened the package of the catheter and found the introducer sheath was damaged. Opened and used another kit. On (B)(6) 2021: the returned device was found bent and split.